Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The external axiem cable was returned to the manufacturer for analysis. Analysis found that there was an open at pin 3 of the usb cable. The cable jacket was also frayed at the lemo connector, exposing the shield wire. No bare conductors were showing.. Analysis found that the reported event was related to an electrical issue. A manufacturer representative went to the site to test the equipment. The external axiem cable was replaced. The navigation system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the site noticed a communication fault on the system. The manufacturer representative (mr) tried different axiem boxes on the system, but the issue persisted. There was a communication error and 8 on the axiem box. There was no patient present when this issue was identified.